Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 13 mm long and 13 mm in diameter. The infrarenal neck angle was 100 degrees. The maximum aneurysm diameter was 40 mm. The diameter of the right iliac was 18 mm, and the left was 10 mm. The diameter of the right femoral artery was 7.1 mm, and the left was 6.3 mm. Calcification was noted in both femoral arteries. It was reported that a small proximal type I endoleak was noted on the final angiogram; however, there is the possibility that the endoleak may have been a type IV. The physician commented that the leak was likely due to the off-label proximal neck morphology. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Proximal neck diameter <(><<)>19 mm; infrarenal neck angle 100 degrees. Highly angulated and small diameter proximal neck. Insufficient information; cause is unknown. Conclusions: endoleak. Proximal neck diameter <(><<)>19 mm; infrarenal neck angle 100 degrees. Highly angulated and small diameter proximal neck. Insufficient information; cause is unknown.